Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A distributor reported that during an intraocular lens (iol) implant procedure, the injector plunger passed over the lens due to the bottom haptic not folding. The iol got stuck in the injector at the end of the injection and the haptic broke. The iol was removed and replaced to complete the procedure. Additional information has been requested.